Event description:
It was reported "the peel away sheath easily sheared from the dilator. This could be an issue of thrombosis d/t blunt trauma to the intima of the vein." It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp1022 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same us facility.